Event description:
It was reported that the device got stuck in a calcified lesion. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A model-6f pv mach1 st 90cm was selected for endovascular therapy. During the procedure, the product got stuck in a calcified lesion and got kinked when it was pulled out. The device was removed by force and the procedure was completed with another of the same device. No complications were reported and the patient has been stable without any complications.